Event description:
It was reported that a large volume folfusor underinfused. This occurred during patient infusion of saline and fluorouracil. The customer stated that there was "more than 20%" of the solution left in the device after the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.